Event description:
Based on additional information received on (B)(6) 2015, this case initially considered as non-serious was upgraded to serious because the event of "more pain when up/pain when lying down" required intervention was added. This unsolicited device case from the united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) female patient who had difficulty lowering herself onto the toilet and standing back up/ knees hurt when turning over/ knees will not bend, felt her knees were locking up when she tried to sit, did not have the same mobility that she had at first/ rock back and forth to propel herself up from a chair, her pain was still the same, with some 'piercing" in the joint (subtherapeutic response), more pain when up/ pain when lying down and knees felt weak while receiving treatment with synvisc injection. The patient's medical history was significant for pain in the joint. No past drugs or concomitant medications or concurrent condition was reported. On (B)(6) 2015, the patient initiated treatment with synvisc injection at the dose of 2 ml every week (route, batch/lot number and expiration date: not provided) in both knees for osteoarthritis. On b)(6) 2014 and (B)(6) 2014, the patient received the second and third injection with synvisc (in both knees every time), respectively. It was reported that the patient had no infection, her skin was clean and everything was fine. On unknown dates, the patient still had the same pain, with some "piercing" in the joint (subtherapeutic response), but that lately she did not have the same mobility that she had at first and had to rock herself back and forth to propel herself up from a chair. It was reported that the patient still had difficulty lowering herself onto the toilet and standing back and felt her knees "locking up" when she tried to sit. The patient had to sleep on her back and her both knees hurt when turning over and knees would not bend. It was further reported that the patient used a cane and walker when her knees felt weak and had more pain when up and also had pain when lying down. It was reported that the patient had been going to physical therapy and did exercises every day. Also reported that the patient had been using generic ibuprofen and then used ibuprofen ((B)(4)). It was reported that the patient did not have any swelling or redness of the joint. On (B)(6) 2014, the patient received treatment with 2 cortisone injections (one each knee) to help the pain after synvisc injections but did not get any relief from pain. Corrective treatment: cortizone injections for more pain when up/ pain when lying down; generic ibuprofen and then ibuprofen ((B)(4)) for does not have the same mobility that she had at first/ rock back and forth to propel myself up from a chair and difficulty lowering herself onto the toilet and standing back up/ knees hurt when turning over/ knees will not bend; cane, walker for knees feel weak; not reported for she feels her knees locking up when she tries to sit and her pain is still the same, with some "piercing" in the joint. Outcome: unknown for more pain when up/ pain when lying down, does not have the same mobility that she had at first/ rock back and forth the propel myself up from a chair, difficulty lowering herself onto the toilet and standing back up/ knees hurt when turning over/ knees will not bend, she feels her knees locking up when she tries to sit, knees feel weak.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Serious criterion: required intervention for more pain when up/ pain when lying down. Additional information was received on (B)(4) 2015. Ptc results were added and text was amended accordingly. Additional information was received on (B)(4)2015. The events of more pain when up/ pain when lying down (requiring intervention) and knees felt weak added along with their details. The event terms of "difficulty lowering herself onto the toilet and standing back up" was updated to "difficulty lowering herself onto the toilet and standing back up/ knees hurt when turning over/ knees will not bend" and "does not have the same mobility that she had at first" was updated to "does not have the same mobility that she had at first/ rock back and forth to propel herself up from a chair." Clinical course updated and text amended accordingly.